Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have localized charring and melting along the yaw pulley grip cable path. The location and confined nature of the damage are not consistent with an internal heat generation mechanism. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Event description:
It was reported that during central processing, the plastic piece on the fenestrated bipolar forceps instrument was found to have a burnt spot and looked like it melted. No known impact or patient consequence was reported.